Event description:
A monitor was set to infinite alarm suspend and hospital staff expected an audio alarm.

Manufacturer narrative:
The involved device alarm suspend settings were set at infinite and a patient expired. The hospital biomedical engineer confirmed that there was no product or labeling malfunction. The hospital biomedical engineer also stated that they did not wish to have a philips field service engineer onsite post-incident and that they did not require a letter regarding our findings. The device remains at the customer site.